Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that a fitting to the assembly connector was loose. To resolve the issue, the technician tightened the hose to the uv light. The unit was tested, confirmed to be operating according to specification, and returned to service. No additional issues have been reported. UDI related data clarification: the device subject of the event was manufactured prior to UDI compliance; therefore, UDI is not applicable and was not included in the MDR.

Event description:
The user facility reported that water was leaking from their system 1e liquid chemical sterilant processing system. No report of injury.